Event description:
It was reported that while using bd vacutainer® push button blood collection set blood splatter occurs past the stopper. Patient impact was not reported. The following information was provided by the initial reporter, translated from french to english: some caregivers have made the observation. Leak occurs in the rubber that goes into the transfer plug during blood sampling. Rubber inflated on one side and when removing it, the weld at the needle is blistered. This concerns lot 0254553. The device was not kept

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: (B)(4). Common device name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® push button blood collection set blood splatter occurs past the stopper. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: some caregivers have made the observation. Leak occurs in the rubber that goes into the transfer plug during blood sampling. Rubber inflated on one side and when removing it, the weld at the needle is blistered. This concerns lot 0254553. The device was not kept.